Manufacturer narrative:
The reporter's meter was returned for investigation. Testing results (qc range: 1.6 - 3.2 inr): qc 1: 3.0 inr qc 2: 2.9 inr qc 3: 2.9 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI): (B)(4).

Event description:
There was an allegation of questionable results for 1 patient tested with coaguchek xs meter serial number (B)(4). The results were in seconds (sec) units of measure. The units of measure were changed to read in inr. (B)(6).